Manufacturer narrative:
Inspection of the download data from the returned device found that the pod had generated an 0x40 alarm, indicating that the rotational sensor exceeded the maximum number of open counts. Timeouts were observed in the data in tandem with a failure of the rotational sensor to transition, indicating that a drive stall occurred. The high pulse width drive stall resulted in the pod generating the 0x40 alarm. The exact cause of the 0x40 alarm could not be determined. A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone17.2. Cgm sensor type: g6.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to >250 mg/dl at the time of the event. The device was originally reported pod hazard alarm. The pod was worn between 24 and 36 hours on their abdomen. An investigation of the device confirmed that there was a tear in the cannula. Treatment information was not provided.